Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the reload locked on tissue, and was unable to be opened. It was cut out with another stapler placed proximally. The procedure was converted to open. While locked on tissue, the surgeon attempted to pull back on the handle, and observed that the knife blade moved forward slightly (1-5mm). There was blood loss, the amount is unknown. The case was extended by more than 30 minutes. No reinforcement material was used.

Event description:
Per the sales rep, it has been learned that the stapler is not being released by the hospital to covidien.